Manufacturer narrative:
H3: hardware analysis was completed on the returned tracker. The returned tracker was in like-new condition with no apparent physical damage. With markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. No problem found. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tracker was not able to track. A manufacturing representative (rep) on site changed out the spheres and it still didn't track. The same spheres were then put on the other trackers and those tracked perfectly fine.  There was no patient involvement. Additional information was received. It was reported that the issue was the instrument not the spheres.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.